Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? No. Can you please describe the specific steps taken to remove the device? Opened the wing nut 4 half turns and attempted to remove after gently rotating the stapler clockwise and counter clockwise per our routine. We could not remove the stapler. We then attempted to remove with additional manipulations but was unsuccessful. We then had to use additional force to remove the stapler. Was a leak test performed? If so, what was the result? Leak test was negative. Intraop flex sig showed no obvious defect or percussion issues. What was observed at the site of the leak upon reoperation? Small defect in the left corner. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location. What is the current status of the patient? Could not inspect staple formation. Leak occurred very early, 24 hours after the surgery and patient had to be talented to the operating room and required a diverting ileostomy.

Event description:
It was reported that during a sigmoidectomy procedure, the resident fired the device and afterwards it was difficult to remove from the patient. The procedure was completed with this device. Twenty-four hours later the patient become septic and was brought back to the operating room. Patient was given an air leak test and a noticeable leak was confirmed. The area was sutured, and the patient was given an ileostomy and will be brought back six to eight weeks later to have it reversed.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2021. Additional information received: please see attached medical records.